Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read- for battery data after a programming change was made. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.